Event description:
It was reported that the patient had interstim device implanted 3 times and only the first interstim implant had worked for the patient. The second implant, which did not work, was implanted in 2012. Device registration noted that the device had been explanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v875159, product type: lead. Product ID: 3093-28, lot# v979673, product type: lead.